Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial h4/h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the concerned distal cover was easy to come off the subject scope by the following: the cover was pushed at a tilt during attachment to the scope and was broken at the undetected level by the user, there were inadequacies in attachment of the cover that were not detected by the user at that time, and/or the cover received stress during procedure such as contact with bite block, frictional load by twisting / pushing / pulling the scope in body. However, the root cause could not be specified. The event can be detected/prevented by following the instructions : - operation manual includes the detection way at chapter 4 - 4.1. - operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported (on behalf of the customer) that while placing a scope through the bite block, the distal end cover fell off the evis exera iii 9610595-2023-02435 (during the withdrawal of the scope through the bite block) and into the patient¿s mouth. The distal cover was retrieved with the user¿s finger. The issue occurred during the diagnostic procedure, and the procedure was completed. There was no patient harm associated with the event.

Manufacturer narrative:
The scope was returned and evaluated, and the customer¿s allegation was confirmed; it was recommended that the plastic distal end cover was replaced due to dents at the hold ring. Additional evaluation findings include the following: the objective lens had peeling on the cement and there were cracks on the bending section cover glue (both findings required repair/replacement); the customer sticker labeling was recommended for repair, there was a deep scratch on switch button one (1), there were tiny chips at the edge of the light guide lens, and there was minor shakiness of the surgical tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6) and submitted medwatch (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Correction to h6 component and problem codes. The customer was unable to dedicate time to demonstrating how they attach the distal cover to the endoscope. However, they have never noticed a defect/damage on the distal cover before attaching it. They stated there is no difficulty in the attachment process. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: -the facility educates all personnel involved with attaching the distal cover before or during the procedure. They do not ask the personnel who attaches the distal cover to follow the instruction manual, but provides user guide after training. -implemented a new workflow that doctors inspect the distal cover before their ercp cases. Notifies staff to always check the distal cover is still on right after scoping out. Furthermore, it was confirmed by the facility the distal cover is stored in multiple storage rooms. They receive distal cover without the box and it is stored in the trolley. The trolley is brought to operating room and the distal cover is picked up from the trolley and attached to the endoscope. They are using omnibloc from gi supply inc.